Event description:
It was reported that the rv lead was replaced due to oversensing and increasing high lead impedance. No patient complications were reported as a result of this event. Further information provided indicates that the lead was fractured due to twiddler's syndrome. Loss of capture and elevated impedance in rv lead were also noted.

Event description:
It was reported that the rv lead was replaced due to oversensing and increasing high lead impedance. No patient complications were reported as a result of this event. Further information provided indicates that the lead was fractured due to twiddler's syndrome. Loss of capture and elevated impedance in rv lead were also noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned and analyzed.

Manufacturer narrative:
It was reported that the rv lead was replaced due to oversensing and increasing high lead impedance. No patient complications were reported as a result of this event. Further information provided indicates that the lead was fractured due to twiddler's syndrome. Loss of capture and elevated impedance in rv lead were also noted. No conclusion can be drawn capture, failure to impedance, high lead(s), fracture of oversensing.